Event description:
It was reported that the patient underwent a left hip revision approximately 1 year post implantation due to having pain and difficulty ambulating. Subsequently, the patient continued to experience pain, difficulty ambulating, swelling, and impaired healing. The patient alleges leg length discrepancy and a systemic allergic reaction to the implant coating. Additionally, the patient alleges that the posterior screw of the cup is migrating and penetrating the gluten muscles and causing femoral and sciatic nerve damage and neuropathy. No medical records have been provided thus far. Follow-ups to gather additional information are currently in process. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 56mm o.d. Size kk porous uncemented with multi-holes shell use with kk liners item: 00875705602, lot: 64819064, femoral head sterile 12/14 taper, item: 00801803601, lot: 65142250, 36mm i.d. Size kk elevated rim liner use with 56mm o.d. Size kk shell, item: 00875201236, lot: 64933610, bone screw self-tapping 6.5 mm dia. 20 mm length, item: 00625006520, lot: 65140227, bone screw self-tapping 6.5 mm dia. 30 mm length, item: 00625006530, lot: 64825892, bone screw self-tapping 6.5 mm dia. 25 mm length, item: 00625006525, lot: 65135465. G2: foreign - event occurred in india. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.